Manufacturer narrative:
Service order, (B)(4), was completed. The field engineer cleaned the entire machine, replaced bearing stops and leak detector and performed satisfactory system checkout procedure. (B)(4).

Event description:
Customer called to report a drive tube break at one of the bearings during a patient treatment. Blood has leaked into the centrifuge chamber, some leaked onto the pump deck, and the broken drive tube damaged the leak detector strip. Alarm #7: blood leak? (Centrifuge chamber) occurred. Drive tube broke at 986 ml whole blood processed. No alarms had occurred during the treatment prior to the drive tube break. Treatment was aborted, blood was not returned to the patient, and the patient is stable. Service order, (B)(4) was dispatched. The customer elected not to return the kit for investigation; as it had been discarded.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d313 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break or for alarm #7: blood leak? (Centrifuge chamber). No trends were detected. A corrective and preventive action was initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of this report. No product was returned for investigation; therefore, it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Device not returned.